Manufacturer narrative:
(B)(4).

Event description:
The customer initially stated that they had questionable ise results for 75 patient samples that were repeated between (B)(6) 2018 and (B)(6) 2018 on the cobas 8000 ise module (isemod). The ise indirect na for gen.2 (sodium) values for some of these samples changed by 10 mmol/l. The customer noted that the same issue has been ongoing since (B)(6) 2017 and preventive maintenance performed on the analyzer did not resolve it. The customer provided data for a total of 93 patient samples. Of these, six had erroneous sodium results. The first sample initially resulted with a sodium value of 149 mmol/l, which repeated as 143 mmol/l. The second sample initially resulted with a sodium value of 148 mmol/l, which repeated as 141 mmol/l. The third sample initially resulted with a sodium value of 151 mmol/l, which repeated as 141 mmol/l. The fourth sample initially resulted with a sodium value of 148 mmol/l, which repeated as 142 mmol/l. The fifth sample initially resulted with a sodium value of 146 mmol/l, which repeated as 140 mmol/l. The sixth sample initially resulted with a sodium value of 148 mmol/l, which repeated as 141 mmol/l. None of the erroneous results were reported outside of the laboratory. The repeat results were believed to be correct. The patients were not adversely affected. The sodium electrode lot number was d9467, with an expiration date of 30-oct-2018. The field service engineer could not determine a cause. He flushed the vacuum valves, tightened the ise sipper tube fitting, flushed the vacuum nozzle, and replaced the worn sample probe slider on the sample mechanism. Precision studies were performed both before and after the service actions and all results were within specifications.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.